Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set leaked. The event was further described as; during administration of prn fentanyl, the t-piece was dislodged and began leaking back fluid and blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6 (type of investigation) remove b14. Correction 10: remove: batch review information initially reported as the lot was unknown and therefore, a batch review was not performed. H10: two (2) used devices of unknown lot number were received for evaluation. Visual inspection revealed the interlink t-connector, non-retractable male luer lock was above the swage ring and in one of these samples the alert ring was observed with variable width, but the hot stamp ring was continuous. Due to the condition of the samples, no functional testing could be performed. The reported condition was verified, however, the cause of the condition could not be determined during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.